Manufacturer narrative:
The kit was discarded along with the leaking vial and the customer requested replacement which is being arranged. No root cause was determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving one dsl-10-2800 non extraction igf-1 elisa kit that contained an empty vial of the igf-1 antibody enzyme conjugate concentrate. The entire content of 0.3 ml had leaked out of the vial. There was no evidence that the kit box had been damaged. The customer did not report effect to patients or end users in association with this event.